Event description:
It was reported that the procedure was to treat a right coronary artery. The 4.50x15mm nc trek neo balloon dilatation catheter (bdc) was noted to partially inflate to 6 atmospheres; however, losing pressure. The device was removed and another nc trek neo was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.